Event description:
It was reported that there were concerns of possible loss of capture (loc) on this pacemaker system. The patient's last recorded threshold was 3.0 volts. Boston scientific technical services recommended lead troubleshooting, pocket manipulations and perform an x-ray. This pacemaker and competitor lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns of possible loss of capture (loc) on this pacemaker system. The patient's last recorded threshold was 3.0 volts. Boston scientific technical services recommended lead troubleshooting, pocket manipulations and perform an x-ray. This pacemaker and competitor lead remains in service and there were no adverse patient effects reported.